Event description:
It was reported that the pacemaker-dependent patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. Programming changes were made. The rv lead was then capped and replaced on (B)(6) 2025. The patient remained in stable condition.

Event description:
New information received noted that, prior to the lead revision, the rv lead exhibited a high capture threshold due to the programming changes made to address the noise.